Manufacturer narrative:
E2/e3 (reporter occupation): no information provided it is not known if the device will be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the subject device malfunctioned and the adapter was loose. During an unspecified procedure, the subject device malfunctioned when the physician was performing electrical cutting. No patient or user harm was reported by the customer. No additional information was provided.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to the repair center for visual and functional inspections. The reported issue was confirmed. It was determined that the device specifications were not met. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¦ "connection to the endoscope (caution) ¿ before attaching the endoscope, make sure that its eyepiece is attached to the endoscope firmly. If the eyepiece is loose, the endoscopic image may be out of focus or may fluctuate, or the endoscope may fall off. ¿ after connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. A loose connection of the endoscope to the camera head may cause interference on the endoscopic image." Olympus will continue to monitor the field performance of this device.